Event description:
Reporter indicated that pt underwent pulse generator replacement surgery, due to end of service, and subsequent diagnostic testing revealed high lead impedance. It was additionally reported that the newly implanted generator was also tested intraoperatively, and was found to be operating within normal limits. Pt underwent a lead replacement surgery at a later date, and a post-operative diagnostic test showed the system to be operating within normal limits. Good faith attempts to obtain both further information and explanted products for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.